Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has scs leads with same lot number. The patient reported she is not receiving effective stimulation. The patient is to consult with the physician regarding possible surgical intervention to address the issue.